Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose. The customer blood glucose level was 400 mg/dl and 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported chest pain, weakness and pain in neck and back. Troubleshooting was not performed. The insulin pump will not be returned for analysis.